Manufacturer narrative:
Follow up #1: clarification of the event description: the pump was reviewed with the reporter related to the event and found that the pump¿s basal rates and bolus settings were not programmed per the health care professional¿s suggestions. The reporter indicated that the rates were being self-adjusted by the patient based on blood glucose patterns and the patient hadn¿t seen the health care provider for three years for settings. The user guide warns the patient that basal rates that are too high or too low can adversely affect bg levels and to work with the health care team to fine-tune basal rates. The user guide also warns that use of extended bolus, combo bolus, ezcarb (carb calculator), insulin on board (iob) and ezbg (bg correction calculator) all require input from your health care team. The user should not attempt to use these features until they have specific information for a treatment plan and have had specific training on each programming feature. Only the health care team can determine insulin to carbohydrate (I:c) ratios, insulin sensitivity factors (isfs), bg target ranges and duration of insulin on board (iob). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a blood glucose of 2.9 mmol/l with dizziness. The pump was reviewed with the reporter related to the event and found that the pump's basal rates and bolus settings were not programmed as desired in the pump. The pump history was reviewed and found that the boluses were recorded as programmed and were reflected appropriately in the pump's total daily dose history. The pump basal history was found to match the programmed basal rates but did not match the total daily dose history; it was determined that this discrepancy was due to editing the basal rates in the pump. The reporter was also referred to the health care provider for potential diabase management factors. This report is made based on the allegation that the patient experienced hypoglycemia related to incorrectly programmed basal and bolus settings on the pump.